Event description:
Customer reported high device readings for approximately one month, values not provided. Customer went to dr and dr sent them to the emergency room. Hospital performed side to side device comparisions. Customer was admitted to the hosp for observation. Hospital placed baby monitor on customer and increased their insulin by 2 units. No controls were in use. A requested was made for the return of the suspect device and replacement product was sent.